Event description:
A complete investigation could not be performed because the sample was not returned. However, house retains were tested according to co specifications & found to be acceptable. No defects or anomalies were observed on any of the house retains.